Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio: 0.9, reference (dr's meter): 2.4; (B)(6) 2012, 0.9, dr's poc meter (not inratio) inr = 2.4. Pt self tester's nurse (donna tutor) called in to report the discrepancy for the pt. Pt self tester's therapeutic range is 2 - 3.

Manufacturer narrative:
Investigation pending.